Event description:
It was reported that during a bph surgical procedure three fibers were noted to be flashing and did not work at all. The surgery was completed with an alternate procedure "open protoscope". Patient outcome: "no injury to the patient" reported. This report is for third fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap bevel edge and the metal cap are not aligned; the glass cap is protruding from metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface, and indication of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, partially erased red octagonal sign, and severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Updated information: fist fiber started flashing @ 10,562 joules and 2:47 minutes. Second fiber started flashing @ 7,367 joules and 1:47 minutes. Third fiber flashed @ 14,797 joules and 2:37 minutes.